Event description:
It was reported since the pt was involved in a motor vehicle accident, he experiences pressure in his back while using stimulation which causes pain. Reprogramming was unable to resolve the issue. X-rays were taken. The pt is considering having his scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.